Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the extension line of the proximal lumen got detached from the luer hub 6 days after placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC catheter for analysis. Signs of use were observed on the catheter body, extension lines, and within the juncture hub. Visual examination revealed the proximal luer was completely separated from the extension line. Microscopic analysis identified no extrusion molding features within the separated luer hub. The fracture surface of the extension line appeared rough and jagged. The outer diameter of the proximal extension line measured 0.094", which is within the specification limits of 0.093"-0.097" per proximal extension line extrusion product drawing. The inner diameter of the extension line measured 0.056", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The total length of the proximal extension line measured to be 2.75" which is greater than the specification limits of 2.242"-2.304" per proximal extension line product drawing. This indicates that the entire extension line was separated from within the luer hub. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The reported extension line/luer hub separation was confirmed through investigation of the returned sample. Visual examination revealed that the proximal luer hub was completely separated from the extension line. Microscopic examination identified no extrusion molding features within the separated luer hub, and the fracture surface of the extension line appeared rough and jagged. Dimensional inspection identified that the outer and inner diameters of the proximal extension line were within specification, while the total proximal extension line length measured above specification, which is consistent with the entire extension line having separated from within the luer hub. Based on input from the manufacturing facility, this type of separation is consistent with previously observed molding-related issues. The returned sample condition and investigation findings indicate that a manufacturing-related condition caused or contributed to the reported event. A non-conformance has been initiated to facilitate a detailed root cause investigation at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the extension line of the proximal lumen got detached from the luer hub 6 days after placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".